Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 390 mg/dl at the time of incident. The customer stated that they were having high blood glucose over 600 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they found that the cannula was bent during troubleshooting for no delivery alarm. The insulin pump will not be returned for analysis.